Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged to the left ventricle (lv). Boston scientific technical services (ts) discussed common ways the lead could end up in the lv. Additional information was unable to be obtained. At this time, there is no evidence that intervention has been performed to resolve the issue. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.